Manufacturer narrative:
Date of event. Date is estimated; year is valid. Note: see MFR. Report #: 3004209178-2021-10347 for serious injury report of the referenced revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient tried to connect to their implant over the weekend, they were not able to and received a message to call their clinician. They called their healthcare provider's office and were redirected to call the manufacturer help line. When asked, the patient said they went to check the device, as they were not feeling any stimulation and did not think it was on. They noted they had a revision and thought it might have been off since then. They thought the revision was on (B)(6) 2021. With instruction, they connected and said that the message read, "all internal data has been lost. Contact your clinician." The meaning of the message was reviewed and they were redirected to contact the healthcare provider's office to schedule a reprogramming appointment which would take care of this message.